Event description:
It was reported that a patient presented remotely with a pacemaker exhibiting longevity overprojection and a left ventricular lead exhibiting elevated thresholds. Device changeout was discussed but not yet scheduled. The situation would be further monitored. No patient consequences reported. Related manufacturer reference number: 2017865-2022-08026.

Event description:
New information notes that the pacemaker was explanted.

Manufacturer narrative:
The reported event of incorrect measurement was not confirmed by analysis. Analysis performed did not identify any functional issues. At this stage of implant duration, the battery¿s capacity is significantly reduced, and its voltage level is sensitive to variations in usage such as device settings as well as pacing demands. These conditions can result in fluctuations of measured battery voltage level, which affects the longevity estimates. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, as received, normal telemetry and output. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was operating at the elective replacement indicator (eri) consistent with normal usage. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.